Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported stated that she was having pain in the pocket site since she lost (B)(6). The patient stated that she has great pain coverage and is more active related to the ability to have her pain blocked by the spinal cord stimulator (scs). She was observed by the doctor in the office and put her as an add on pocket revision. The pocket was revised and placed into a deeper pocket. The pocket revision was (B)(6) 2018. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.